Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-12398. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6010505 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the soft cannula found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6010505 was manufactured according to the wi version 29 and packaging in the line I-port 1119, on 08/dic/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified; no maintenance events were recorded. Trending: a query was run in database on 04/ago/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6010505 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1:patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient was hospitalized on (B)(6) 2025 due to two bent cannula leading to hyperglycemia. The blood glucose level was 382 mg/dl at the time of event and the patient got treated with manual injection. The infusion set was in use for q day. The patient tested positive for ketones and also had symptons like nausea, vomiting, abdominal pain and difficulty in breathing no further information available.